Event description:
Attorney's report of patient's alleged pain, bowel obstruction, sepsis and adhesions. The mesh was explanted.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.